Event description:
It was reported that customer experienced large air bubbles or gaps in tandem mobi cartridge during pumping, although no issue was observed during loading or tubing fill. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of room temperature insulin, completed air removal with fill rod, and after priming, large bubbles or gaps no longer existed, so insulin therapy was resumed and customer stated understanding of resolution.